Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). No device or photos were received; therefore the condition of the device is unknown. A device history review of the liner and glenosphere indicates the devices were manufactured to specifications. This device is used for treatment. Initial product history search was conducted and revealed no additional complaints against the related part and lot combination for both liner and glenosphere. It is stated in operative notes that the "patient had excellent stability". A definitive root cause cannot be determined with the information provided.